Manufacturer narrative:
The insulin pump had no button response due to flattened dome switches on the esc and act buttons. The displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to be performed due to no button response. The functional test was unable to be performed as a result of the keypad anomaly. The keypad connector on the lcd board was locked. The device had cracked battery tube threads and a cracked reservoir tube lip. (B)(4).

Event description:
Customer's husband reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 595 mg/dl. Customer was hospitalized and experienced diabetic ketoacidosis as a result of high blood glucose levels. Customer was off of the insulin pump for over a day when the 911 phone call was made. Customer's husband declined to troubleshoot for high blood glucose levels. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.